Manufacturer narrative:
Complaint#: (B)(4). No samples (actual or unused) were received for evaluation. No clarification, or further information was received from the customer. No batch# was provided by the customer. Unfortunately, without basic information a thorough investigation is not possible. We forwarded the complaint to our supplier for their information. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states that after retracing the needle, the luer adapter broke apart.